Event description:
After placing a stent in the mid lad in a pre-dilated total occlusion and subsequently performed post dilatation, a type iii perforation was detected. The pk papyrus covered stent system was selected for treatment of the perforation. The perforation worsened after balloon dilation and pk papyrus deployment. The tear was extended in both directions, proximally and predominantly distal to the vessel. Cardiac tamponade and pea arrest occurred. Attempted ECMO placement, without success. Patient expired in the cath lab.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cath lab report) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The root cause for the complaint event is most likely related the utilization of an oversized pk papyrus stent. It should be noted that, according to the pk papyrus IFU, the inflated diameter of the balloon should not exceed the original diameter of the vessel proximal and distal to the lesion to reduce the potential for vessel damage. In addition, the section contraindications lists the risk of treatment-related occlusion of vital coronary artery side branches. The treating physician rated the occurrence as device- and procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.